Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdys0096 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported a puncture is performed normally for the patient. After the needle is pulled out, it is found that the butterfly wing and the needle handle of the needle pop out directly, and they pop out directly if the crimp is not tight. No other information provided.